Event description:
One half hr into the treatment the pt complained of shortness of breath, wheezing, heart rate up to 104. Blood returned to pt. Physician notified. Benaaadryl and tylenol give per dr's order.. Treatment restarted on a different dialyzer. No further problems noted.